Manufacturer narrative:
: The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the cutter was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral side to side force, which is misuse and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a unicondylar knee replacement surgery, it was discovered that the cutter device was broken. It was reported that there was a few minutes delay in the surgical procedure and a spare device was available for use to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.